Event description:
It was reported that the pt was unable to adjust stimulation and had no stimulation. The pt programmer display showed "call your doctor" eri. The pt had just been implanted three months ago and it was not felt that the battery should be depleted already, the setting was only at 5.5v. A low battery was confirmed by the doctor's office and the pt was scheduled for replacement surgery. It was noted that the device was used 24/7 and never turned off or decreased. The stimulator battery was replaced. The pt outcome was reported as no injury.